Event description:
Customer reported her transmitter was not working. She stated it may have been damaged by water. The customer also mentioned she had a low blood glucose. Her last known blood glucose was 92 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-18988,